Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: they are sticking and not retracting. They stated that, "with the IV needles we have had concerns with the plastic sheath that covers the needle.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: they are sticking and not retracting. They stated that, "with the IV needles we have had concerns with the plastic sheath that covers the needle."